Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded noise on the right ventricular (rv) lead. Reportedly, the noise has caused some pauses in the pacing therapy as the patient is pacemaker dependent. Further evaluation of the device data was requested to technical services (ts) to determine next steps. The patient is monitored via latitude and is scheduled for in-clinic follow up. The crt-d system remains in service. No additional adverse patient effects.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded noise on the right ventricular (rv) lead. Reportedly, the noise has caused some pauses in the pacing therapy as the patient is pacemaker dependent. Further evaluation of the device data was requested to technical services (ts) to determine next steps. The patient is monitored via latitude and is scheduled for in-clinic follow up. The crt-d system remains in service. No additional adverse patient effects. Upon review of the device data by ts it was discussed that there is noise observed in the rv lead, along with low amplitude r waves and variable intrinsic amplitudes. In addition, there is a decrease in the pacing impedance observed, to the point of being out of recommended values for this lead. The noise oversensing was confirmed and it has led to the storage of tachy episodes and pacing inhibition of approximately 2 seconds in some episodes, as well as greater than 2 seconds in other episodes. Ts recommended to evaluate the lead mechanical integrity and lead position as it may be compromised.